Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented the outer insulation was stretched and bunched-up at 27.5cm. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead and right atrial (ra) lead was not extended once implanted. It was noted that the screw was extended prior to implant, however, the screw may have been rotated too fast and too many times. The leads were removed and replaced. No patient complications have been reported as a result of this event.